Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 92127; not 90432 as previously reported. Per the clinic, the patient underwent skin excision surgery on (B)(6) 2013, to remove excess skin near the abutment. The patient received kenalog injections (dosages not reported) on (B)(6) 2013. (B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to remove excess skin from around the abutment. The implanted device remains.